Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead had high rv impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and collapsed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.